Event description:
Device 1 of 5. Reference MFR. Report #: 1627487-2012-05924, 1627487-2012-05925, 1627487-2012-05926, 1627487-2012-05927. It was reported by the patient that he has had an ongoing infection since (B)(6) 2011. Oral antibiotics did not resolve the infection. The patient was admitted to the hospital and his scs system was explanted. On (B)(6) 2012, the patient underwent surgical intervention for epidural abscess. The patient remains in the hospital and is being treated with IV antibiotics. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.